Event description:
Endo gia 45mm reload stapler was used during a laparscopic cholecystectomy, disposable yellow part connected to slit of stapler was removed prior to use, the yellow part broke off fragments while stapler was being used by surgeon.